Event description:
Healthcare worker experienced increased coughing and respiratory symptoms while working with cidex opa. 4 months prior to event, employer converted from 14-day gluteraldehyde to cidex, opa. It is reported that healthcare worker did not experience any symptoms while working with gluteraldehyde.